Event description:
It is alleged that a component of the cast cutter came apart and fell on the customer's toe. It was reported that the customer's toe was broken and had to be fitted in a post op shoe and healed without incident.